Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "she went to change her blouse and noticed there was a wet spot. She said she took the medication out of the bag and noticed her dressing was wet." Infutronix followed up with the user facility, the registered nurse (B)(6) from (B)(6) cancer specialist confirmed the tubing was leaking from the edge of the filter during the infusion. Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "she went to change her blouse and noticed there was a wet spot. She said she took the medication out of the bag and noticed her dressing was wet." Infutronix followed up with the user facility, the registered nurse (B)(6) from (B)(6) cancer specialist confirmed the tubing was leaking from the edge of the filter during the infusion. Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on (B)(6) 2022. Inspection confirmed that the leaking happened at the tubing connecting to the 1.2 micron air eliminating filter. The reported issue was confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00006.